Event description:
The customer reported that the ventilator backup battery was not working. The ventilator was not in use on a patient therefore there was no patient harm or involvement. During evaluation of the unit, the manufacturer's service technician verified the ventilator would not operate on backup battery power upon removal of ac power. The service technician reported upon power on via ac power it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Review of the device diagnostic code log indicated a 24/12 volt power failure occurence during operation, as well as several occurrences of 'backup battery not connected'. The service technician replaced the power supply and backup battery to correct the findings. Performance verification testing was completed and all tests passed to operating specifications. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.